Manufacturer narrative:
(B)(4).

Event description:
During attempted implant, the o-ring seal detached from the set screw. Another device was implanted without further issue and without consequence to the patient.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Visual inspection revealed adhesive was not observed around the septum bore on the header thus did not secure the septum in place.